Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of articulation difficulty could not be confirmed due to the unavailability of imagery or the device for evaluation. Available information suggests that patient factors, such as a horizontal aorta, likely contributed to the event. The reported information indicated that "the patient presented with a horizontal aorta, which made the step of flexing the system for valve deployment difficult." Patient factors like a horizontal aorta may cause constrained sections of the anatomy that interfere with the passage of the delivery system, leading to difficulty during tracking and crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correct to a2: patients year of birth.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in canada, during a tavr procedure using a 23mm sapien 3 ultra resilia via transfemoral approach, the patient presented with a horizontal aorta which made flexing the system for valve deployment difficult. Mild pvl was observed due to the valve not being completely expanded. The decision was made to do a re-dilation with the same volume (17cc) as the deployment. The patient developed chest and back pain and through echo it was confirmed that there was a dissection of the ascending aorta with some effusion. The patient was sent to emergency surgery to repair the aortic dissection. The surgery was successful, and the patient was stable. The perceived root cause was due to post-dilation of the valve with horizontal root in conjunction with calcification and a connective tissue disorder (sjogren's disease) with mid-ascending aorta dilation.